Manufacturer narrative:
(B)(4). The rt019 inspiratory/expiratory filter is a component of the rt340 adult dual heated evaqua breathing circuit kit. Method: the complaint rt019 inspiratory/expiratory filter was not returned to fisher & paykel healthcare in (B)(4) for evaluation. Only the rt340 adult dual heated evaqua breathing circuit was returned for investigation. The returned breathing circuit was pressure tested for leak. Results: pressure test revealed that the returned circuit was within specification. No fault was found with the returned circuit. A lot check could not be carried out as the lot information was not provided. Conclusion: without the return of the complaint rt019 inspiratory/expiratory filter we are unable to confirm the problem reported by the customer. No fault was found with the returned rt340 adult dual heated evaqua breathing circuit. The user instructions that are accompanied by the rt340 adult dual heated evaqua breathing circuit kit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported via our distributor that the rt019 inspiratory/expiratory filter from an rt340 adult dual heated evaqua breathing circuit kit was leaking. This was found prior to patient use.